Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of pocked discomfort for about a month and the pocket began to swell. The implantable cardioverter defibrillator (ICD) system was explanted and cultures were positive for infection. No further patient complications have been reported as a result of this event.